Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the anterior descending artery (ada) with heavy calcification ad 70% stenosis. The lesion was pre-dilated with a nc trek balloon and there was lumen gain so it was decided to advance the 3x38 mm xience alpine stent delivery system (sds). Upon advancement, there was resistance with the anatomy, and the sds shaft separated. The stent was removed still attached to the balloon and the shaft was simply withdrawn with some resistance noted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report the device was received and there was no separation as reported but rather the shaft was kinked. The account confirmed that the kinked shaft is what was initially reported as separated. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft kink was confirmed through observed shaft bends. The reported failure to advance and difficulty to remove could not be confirmed as they were related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: corrected medical device problem code1562 was removed.